Event description:
A report was received that the patient was having difficulty charging due to ipg being tilted significantly in her body. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having difficulty charging due to ipg being tilted significantly in her body. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was reportedly doing well after the procedure. The explanted device was not returned to bsn as it was discarded by the medical facility.